Manufacturer narrative:
After further investigation, it has been determined that the investigation involved testing of the actual/suspected device, trend analysis, and an analysis of production records. The investigation found a fracture problem, as one opened needle exhibited a crack at the connection hub; however, a cause remains unestablished. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that there have been multiple instances of the medline 25 x 1-inch needle malfunctioning and cracking or leaking around the site where it attaches to the syringe. This creates a spray hazard. A staff member was hospitalized with a chemical burn to the eye after they administered a vaccine due to this malfunction. The employee is in stable condition.

Manufacturer narrative:
It was reported that there have been multiple instances of the medline 25 x 1-inch needle malfunctioning and cracking or leaking around the site where it attaches to the syringe. This creates a spray hazard. A staff member was hospitalized with a chemical burn to the eye after they administered a vaccine due to this malfunction. The employee is in stable condition. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.